Event description:
Patient reported fold and "both axillae show lymphadenopathies with identical signal intensity of the silicone, consistent with siliconomas, with a larger number and size in the left axilla." On the left side. The device remains implanted.

Event description:
Patient reported MRI diagnosed ''the left implant shows folds, with no signs of rupture or other complications, lymphadenopathies with identical signal intensity of the silicone, consistent with siliconomas''. The device has been explanted.

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified: crease folding of implant: not observed. Granuloma: unable to observe as it is a medical event that is not related to the device. Lymphadenopathy: unable to observe as it is a medical event that is not related to the device. Silicone-migration: unable to observe as it is a medical event that is not related to the device. Additional observations: yellow and red particles on the surface of the shell. Deformation observed. Wear abrasion observed. It is not possible to determine the lot number or catalog through the photos provided. Additional, corrected and/or changed data.

Event description:
Patient reported fold and "both axillae show lymphadenopathies with identical signal intensity of the silicone, consistent with siliconomas, with a larger number and size in the left axilla. " on the left side. The device remains implanted.

Manufacturer narrative:
Aware date on the parent record is (B)(6) 2022. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of granuloma and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time reason for reoperation: granuloma and lymphadenopathy.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, g2, d6b.

Event description:
Patient reported MRI diagnosed ''the left implant shows folds, with no signs of rupture or other complications, lymphadenopathies with identical signal intensity of the silicone, consistent with siliconomas''. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: creases/folding of implant: observed, flat creases. Lymphadenopathy: unable to observe, since it is a medical event. And is not related to the device. Granuloma: unable to observe, since it is a medical event. And is not related to the device. Silicone migration: unable to observe, since it is a medical event. And is not related to the device. Additional observations: crease is observed, deformation is observed, yellow particles were observed, on the shell. No further actions are required, as the device was implanted.

Event description:
Patient reported, fold. And "both axillae show lymphadenopathies with identical signal intensity of the silicone, consistent with siliconomas. With a larger number and size in the left axilla". On the left side. The device remains implanted.